Manufacturer narrative:
Pending evaluation.

Event description:
It was reported that surgeon impacted humeral liner, device developed a crack. Part didn't actually break, rather cracked, so no pieces came loose. No parts fell into the(B)(6) patient's wound. There was no surgical delay/prolongation. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
Section h10: (h3) based on historical complaint investigations and the returned device, the cracked humeral liner impactor tip reported was likely the result of a stress riser introduced during impaction, which led to crack initiation and propagation. Additionally, the device may have experienced material degradation if sterilized beyond the recommended parameters listed in the reprocessing instruction which could have led to the observed failure. Section h11: the following sections have corrected information: (h6) component code: 4755, part/component/sub-assembly term not applicable.